Event description:
MFR rec'd a report from an attorney stating his client was using a power wheelchair when an object was dropped onto the joystick. This allegedly propelled the chair into a display case, causing the user to sustain a fractured leg. Eval of the wheelchair has not been permitted and a malfunction has not been reported.